Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging blood clots in throat and mouth. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging blood clots in throat and mouth. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath. Section d8, d9, h2, h3, h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in previous follow up report (MDR 2518422-2022-76417-1) , now it is updated in this report.